Event description:
User facility reported a pt had a novasure uterine ablation in 2008. Post procedure "the physician viewed the cavity.. And did not note a perforation or anything unusual". However, on two days later, the pt presented to the ER with a temp of 105 degrees and went into "septic shock". Treatment included a dopamine drip. Blood cultures were positive for escherichia coli. On twenty four days later, the physician reported treatment of the "septic shock" also included vancomycin hydrochloride. He reported the pt was discharged on oral antibiotics and "is (now) doing fine and fully recovered".

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.